Event description:
The device was returned for touchscreen functionality issues. The device was unable to be powered on due to the described damage. The device was opened in order to inspect internal damage. The cable providing the lcd screen with touchscreen functionality was found disconnected. The connection was re-seated.

Event description:
The following has been reported: biomed reported: pump with issue, no patient harm or have stopped an active infusion, pump has also been cleaned and tested touch functionality. A preliminary review identified the following issue: mechanical hardware failure (screen, no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.